Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag/ac) for an acute type b aortic dissection. The first ctag/ac (tgm282820) was deployed without issues. However, it was reported that the stent graft moved distally during catheter removal. A second ctag/ac (tgmr313115j) was deployed proximally without issues. The patient tolerated the procedure. On an unknown date in 2021, at the three-month follow-up, the false lumen was resolved. On (B)(6) 2021, the patient presented with symptoms. Computed tomography examination revealed a type a aortic dissection. On (B)(6) 2021, the patient underwent a total arch replacement and open stent placement. The physician stated as follows; CT showed entry in the ascending aorta. In addition, since it had been half a year since the initial procedure, it was considered that there was a sufficient possibility of developing a new dissection rather than derived from stent graft (rtad), but it was not clear.

Manufacturer narrative:
Corrected data: h6: component code added.